Event description:
It was reported that during use, the device was set to deliver 100% fio2 but was only delivering 78%. There was no patient harm during the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.